Event description:
This complaint is now reportable based on the analysis completed 01/29/2008. It was reported that during a coronary artery drug eluting procedure, a shaft kink occurred. The 90% target lesion was in the left anterior descending artery (lad). A 2.5x16mm taxus express2 drug eluting stent was selected and attempted to advance but the device would not cross the lesion. A "3.0mm" non-bsc bare metal stent (bms) was implanted in the mid lad. The physician attempted to advance the 2.5x16mm taxus express2 des again; however, a shaft kink was noticed when advancing the stent delivery system. The procedure was completed with an unknown device. There were no patient complications reported with the patient's current condition listed as "good". However, the returned product confirmed there was a shaft break.

Manufacturer narrative:
Product analysis revealed a hypotube fracture. The delivery device with the stent on the balloon was received and a hypotube fracture was observed. The returned catheter exhibited a fracture of the hypotube located 16.5 centimeters distally from the edge of the strain relief. Microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. It is believed that the kinking compromised the strength of the hypotube and contributed to its fracture. The cause of the original kink or the subsequent fracture could not be determined. There is no mention of the shaft fracture in the complaint, it could not be determined if the fracture was a result of shipping and handling of the device back for analysis. A review and analysis of all the available information is insufficient to determine the exact root cause. The most probable root cause will be considered undeterminable. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications. A CAPA has been initiated to address this issue.